Event description:
The following was reported to hamilton medical ag: tightness test failed, no patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1: corrected information: UDI related data quality updates only, field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: tightness test failed no patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).